Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call bolus anomaly on the insulin pump. Customer's blood glucose level was 9 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly and a corroded battery tube during visual inspection. Unable to perform the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement or self tests or verify the bolus anomaly due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window and missing end cap sticker.